Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were confirmed and reproduced out of the downstream sensor was found out of specification caused by a failed downstream sensor. The downstream pressure plate gap was also found out of specification. The downstream sensor was replaced and the device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.